Event description:
Patient entered hospital with a right iliopsoas infection which was thought to have tracked up from the right hip implant. The patient underwent surgery shortly thereafter.pre-operative diagnosis was right hip mechanical complication of the orthopedic implant with psoas abscess. Post-operative diagnosis was determined to be mechanical complication of the orthopedic implant with failure of the metal-on-metal hip implant, capsular necrosis, pseudotumor and a possible secondary seeding of psoas abscess. The surgical procedure involved complex revision of the right total hip arthroplasty with extensive debridement of necrotic capsule or tissues, and resection of the depuy asr acetabular component and femoral head. An antibiotic spacer was placed in the acetabulum and the femoral component was retained. The patient was discharged after the surgery was completed.